Event description:
The customer reported they visualized smoke coming from between the pc unit and pump module while preparing the pump for use. The device was not in use on a pt. Medwatch received states: ¿event occurred in a cath lab with no patient in the room. The point of care unit (pcu) had two lvp modules attached to it both on one side. The nurse turned on the pcu (for the first case of the day) to insert tubing and prepare the pump for patient; after a few moments smoke came out between the pcu and the lvp module. The pump was turned off and sent to the biomedical dept. We found the pcu right and the lvp left connectors burned.¿ there was no report of patient contact. Although requested, no further event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported smoke. Although the customer has indicated the devices will be returned for eval, they have not been received. A follow up report will be submitted should the devices be received for investigation.